Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error, failed battery and prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had malfunctions such as motor error, rejects new battery and sprays during priming. It was also reported that they had no delivery alarm and crack around the reservoir and the screen was fading hard to read. The insulin pump will not be returned for analysis.